Event description:
It was reported that there was high impedance, undersensing and oversensing on the right atrial (ra) lead. It was noted an alert was triggered for low impedance and there was impedance fluctuation. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 6942-65 lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the atrial pacing lead was beyond the expected upper range, and the impedance on the atrial pacing lead was beyond the expected lower range. Beginning (B)(6) 2014, (B)(4) ventricular sensing integrity counts (sic); atrial tachycardia/atrial fibrillation (at/af) episodes with evidence of lead noise oversensing. On (B)(6) 2014, atrial pacing impedance measured infinite ohms; impedance continues to be high and variable. On (B)(6) 2014, atrial pacing impedance measured 49 ohms; impedance continues to be variable.